Manufacturer narrative:
The rate seen (39 worldwide reportable incidents out of estimated 224,000+ procedures performed to date) is approximately (B)(4) of the procedures, and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient contacted hcp on (B)(6) 2020, approx 15 days post miradry treatment, and reported a hot, painful lump, (B)(6) was informed and prescribed doxycycline bid for 10 days. On (B)(6) 2020, culture taken and patient diagnosed with pseudomonas, antibiotics switched from doxycycline to levaquin for 7x days. Physician diagnosed patient with an epiderman inclusion cyst, it was reported by the hcp to the manufacturer that the cyst was resolving.